Event description:
A nurse sliced her hand on a scalpel blade protruding from the top of a sag 4838-c sharps container that was sitting on an anesthesia cart in the or. The nurse rec'd first aid and oral human immunodeficiency virus prophylaxis treatment. One mos after the incident the nurse was reported as "currently doing well". It was not confirmed whether the container was assembled incorrectly, although this may have been a possibility.